Manufacturer narrative:
External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 12.8 ¿ 12.9 cm from the connector pin consistent with friction to the device can. This is consistent with the observation from the field of noise.

Event description:
Related manufacturer reference number: 2017865-2021-19941, 2017865-2021-19944. It was reported that noise was observed on the right ventricular (rv) lead. During the rv lead explant procedure, right atrial (ra) lead dislodgement was noted. Both leads were explanted and replaced. The patient was stable before, during and after the procedure.